Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their central was not activating alarms when it was supposed to.the device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that their central was not activating alarms when it was supposed to. The philips technical consultant (tc) confirmed the event. The tc went onsite however there is no information about the visit. There has been multiple attempts for additional information made, but there has been no response to the attempts. This is considered a product malfunction. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site. The device was in use on a patient. There was no report of patient or user harm.